Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. The device was reverted from backup vvi mode under the instruction of technical services. The physician believed the patient's transmitter contributed to the backup vvi functionality. There were no adverse consequences to the patient.